Event description:
Customer reportedly obtained results of 457 mg/dl, 151 mg/dl, and 110 mg/dl on the compact plus system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement sent.